Event description:
Mammogram on 02/19/1999 suggests bilateral, chronic intracapsular ruptures. Bilater implants removed in 1999. Rt breast implant w/ rupture of outer saline lumen only. Lt breast implant w/ inner and outer lumen ruptures. Loose gel present in capsule. Extracapsular siliconoma at 10 o'clock position lt breast was removed.